Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a coolflow pump. An air embolus in the left atrium was noticed and confirmed by fluoroscopy. Air was seen in the coolflow tubing. In addition, the patient displayed transient st elevation that resolved within a few minutes. The patient has since fully recovered. No treatment was administered to the patient. The patient was reported to be in stable condition. It is unknown if the patient required additional hospitalization stay. The physician's opinion is uncertain, however he believes it was either operator error or a coolflow pump malfunction. However, no malfunction of the coolflow pump has been confirmed at this time. The tubing had been flushed and then loaded into the coolflow pump. Then air was found in the line later and no bubble error had occurred. Upon arrival, the bwi field representative noticed that the tubing was not well seated in the bottom air sensor. The staff all claimed that nothing had been moved or altered since the event.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This cool flow pump was manufactured before (B)(4) 2014, therefore no UDI is applicable for this product with serial number (B)(4). (B)(6). Concomitant product: 1.lasso catheter model #: d-1220-60-s lot #: unknown manufacturer's ref. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a coolflow pump. An air embolus in the left atrium was noticed and confirmed by fluoroscopy. Air was seen in the coolflow tubing. In addition, the patient displayed transient st elevation that resolved within a few minutes. The patient has since fully recovered. No treatment was administered to the patient. The patient was reported to be in stable condition. It is unknown if the patient required additional hospitalization stay. The physician's opinion is uncertain, however he believes it was either operator error or a coolflow pump malfunction. However, no malfunction of the coolflow pump has been confirmed at this time. The tubing had been flushed and then loaded into the coolflow pump. Then air was found in the line later and no bubble error had occurred. Upon arrival, the bwi field representative noticed that the tubing was not well seated in the bottom air sensor. The staff all claimed that nothing had been moved or altered since the event. The device was evaluated and no error was found. Device is within specification. The device was subjected to a preventative maintenance, safety and functional testing and all tests passed. No malfunction found on the device. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.